Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email air bubbles anomaly. Customer's blood glucose level was over 200 mg/dl. Customer advised they had several issues with the insulin pump and stopped using the device for a few weeks. Customer advised their blood glucose affected their kidneys and overall health. Customer advised they have ongoing issues with air bubbles inside the reservoirs. Customer declined to speak to the 24 hour helpline.